Event description:
Tyco reported: a homecare provider was filling a portable liquid oxygen device from a u46 liquid oxygen reservoir. When the portable was disengaged, liquid oxygen leaked from the fill connector. No injury occurred.

Manufacturer narrative:
The device has not been returned for evaluation. Product user manual warns: "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit / -183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue." Additionally, "using a dry cloth that is clean, wipe the fill connector dry on both the reservoir and portable units before filling to prevent freezing and possible equipment failure."